Event description:
It was reported that the patient experienced five bent cannula issues which led to high blood glucose level event on (B)(6) 2026. The site of insertion was abdomen. Due to bent cannula didn't penetrate into the skin, which led to insulin leakage issue.

Manufacturer narrative:
Initial 1 of 5. Patient city: (B)(6). Patient country: poland. Name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.